Event description:
It was reported that the user received an ilet urgent low glucose alarm upon waking, had no sensor readings on the ilet due to the low, had replaced the dexcom g7 that morning, did not perform a fingerstick, reported a headache consistent with her prior lows, had announced a smaller meal the prior evening, and immediately treated with oral carbohydrates. Symptoms included hypoglycemia with headache. Outcomes included transient low glucose alerts without hospitalization. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.